Manufacturer narrative:
Correction: this follow up #2 MDR has been generated to correct the order of previous follow up #3 and #4. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cave perforation, embedded, device is unable to be retrieved, respiratory distress, pain, dvt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: b6, b7. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cave perforation, embedded, device is unable to be retrieved, respiratory distress, pain, dvt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : additional information: b6, b7. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cave perforation, embedded, device is unable to be retrieved, respiratory distress, pain, dvt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 05oct2016-05sep2017.

Manufacturer narrative:
F10) patient code 1: vena cava perforation (2001) ¿ listed in IFU. Patient code 2: embedded (1204) ¿ not listed in IFU. Patient code 3: respiratory distress (1816) ¿ not listed in IFU. Patient code 4: pain ¿ lower left leg (1994) ¿ not listed in IFU. Patient code 5: blood clotting in lower extremity (2101) ¿ not listed in IFU. Patient code 6: dvt (2101)device code 1: device is unable to be retrieved (1528) ¿ not listed in IFU. H11) corrected data base on new information received: -b1) adverse event to product malfunction. -h1) serious injury to malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : f10) patient code 1: vena cava perforation (2001) ¿ listed in IFU. Patient code 2: embedded (1204) ¿ not listed in IFU. Patient code 3: respiratory distress (1816) ¿ not listed in IFU. Patient code 4: pain ¿ lower left leg (1994) ¿ not listed in IFU. Patient code 5: blood clotting in lower extremity (2101) ¿ not listed in IFU. Patient code 6: dvt (2101)device code 1: device is unable to be retrieved (1528) ¿ not listed in IFU. H11) corrected data base on new information received: -b1) adverse event to product malfunction. -h1) serious injury to malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/17/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2012 via femoral vein due to dvt. Plaintiff is alleging an unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2012 the plaintiff alleges a second unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2012. The plaintiff alleges vena cava perforation, the device is embedded, the device is unable to be retrieved, respiratory distress, pain ¿ lower left leg, blood clotting in lower extremity, dvt.

Manufacturer narrative:
(B)(4). Evaluation: no information regarding the event. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specification. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the ¿patient received a gunther tulip filter on (B)(6) 2012 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Initial manufacturer report# 3002808486-2016-00393 filed by william cook europe. Evaluation- no information regarding the event. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specification. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the ¿patient received a gunther tulip filter on (B)(6) 2012 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.